Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op during resection of acoustic neuroma, the surgeon expressed frustration and concern that the console was not producing any tone at multiple points during the procedure. Surgeon utilizes the continuous stimulus delivery setting in his surgeries. Surgeon was informed that there was a known issue with the most recent software version not producing any tones if the probe is moved too quickly between structures and advised to pause for at least one second after removing the probe from an anatomic structure before touching another structure. Surgeon expressed displeasure with this information, but confirmed his understanding. The procedure was extended by 8 minutes and was completed with the reported product. The current return stim was reported to be acting normally (stimulation for this procedure was set at 0.8 milliamps). The surgeon was looking at the nim vital screen as he touched the probe to tissue to confirm that no audible tone was being produced at the the expected time. No connection issues were encountered. The patient interface was plugged into the nim vital console during the case. The issue was not able to be resolved after che cking the electrode placement in the patient and after checking the electrode connections to the patient interface. There was no patient injury.